Manufacturer narrative:
A1-5: select patient information cannot be provided due to regional privacy regulations. Section d references the main component of the system. Other medical products in use during the event include: product ID 9735821 (lot: unknown) h3, h6: a medtronic representative went to the site to test the equipment. The camera was replaced and the system then passed testing. Codes b01, c08 and d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that the camera failed. The results of visual damage were confirmed. The probable cause was likely due to deterioration. The navigation system was discontinued. There was no delay or impact on patient outcome.